Event description:
Customer initially called to report that her insulin pump was malfunctioning. Customer stated that her insulin pump is alarming motor error and the numbers are not appearing in the display. Customer mentioned that she was hospitalized 6 months ago due to high blood glucose, but she does not remember any information regarding the hospitalization. Nothing further was reported.

Manufacturer narrative:
Insulin pump received in with a blank display due to moisture damage on the electronic assembly. Corrosion on the motor and a scratched display window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.